Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 648 pulses. After opening the slide retract was found to be fully retracted and the needle was properly seated. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The hard cannula was inspected and found to be dull. The dull needle did not contribute toward the reported symptom codes.

Event description:
It was reported that the patient's blood glucose levels reached 318 mg/dl. The pod was worn less than an hour. It was noted that the needle did not retract and the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the needle mechanism failure, bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.